Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from a conference, "complication in mitral valve-in-valve", the patient underwent transeptal mitral valve implantation.  After implantation, there was a large thrombus on the atrium and the patient was given 100 mg tpa.  Additionally, the patient had a valve-in-valve with a sapien 3.

Manufacturer narrative:
Implant date is unknown.  Additional information as presentation slides were received and clarified that the thrombus was pre existing prior to the viv tavr procedure.  Post valve deployment a coronary occlusion was observed.  It is unknown if the coronary occlusion is due to valve deployment or due to the pre-existing thrombus. In this case, the serial number of valve is unknown.  The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the coronary occlusion cannot be confirmed, however, the thrombus most likely caused a coronary occlusion creating the need for pci stents after the viv procedure. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.